Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump near the battery compartment. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit had cracked case at display window corner, cracked reservoir lip and missing end cap sticker. Unit received with unresponsive button corroded keypad traces. Unable to perform the displacement test due to no button response. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.